Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had reached elective replacement indicator (eri) and could not be interrogated. It was noted that the patient had been lost to follow-up. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high impedance and a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.